Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that the occlusion balloon catheter (subject device) was not seen on x-ray during procedure. After procedure, blood was noticed in the balloon suggesting a balloon leak. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic examination of the returned device found that a transend guide wire was returned within the device which extended 7mm from the distal tip of the transform balloon catheter. The guide wire was unable to be removed from the balloon catheter, the device was then submerged and after 5 minutes the guide wire was removed. The balloon catheter was flushed and a lot of blood exited. The balloon catheter shaft blocked/ occluded was likely due to procedural factors that limited the performance of the device during procedure. The balloon catheter was flushed clear of blood and the guide wire was advanced to the distal tip, the balloon inflated and deflated without difficulty, there was no leak noted to the balloon. As per the additional information, there were no anomalies noted to the balloon catheter prior to use. The event description states that 'the transform complaint 4x10 balloon was not seen on x-ray. At extraction from patient blood is noticed in the balloon'. Blood was noted within the balloon catheter and the balloon was able to be inflated and deflated, there were no leaks noted. It is probable that the guide wire may have been pulled back or that it was not adequately sealing the distal tip of the balloon catheter allowing blood to enter the balloon, causing visualization difficulties. An assignable cause of not confirmed will be assigned to the as reported balloon leaked.

Event description:
It was reported that the occlusion balloon catheter (subject device) was not seen on x-ray during procedure. After procedure, blood was noticed in the balloon suggesting a balloon leak. There were no clinical consequences to the patient.